Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to medial thigh using coolfit applicator and proximal knee using coolsmooth pro on (B)(6) 2017, to the right medial thigh on (B)(6) 2017 using coolcurve applicator, and right medial thigh on (B)(6) 2017 using cooladvantage coolcurve+ who developed paradoxical hyperplasia (pah/ph) three months after treatment. Pah was diagnosed in medial thigh on (B)(6) 2017and tissue presented as visibly enlarged tissue volume over treated area.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to medial thigh using coolfit applicator and proximal knee using coolsmooth pro on (B)(6) 2017, to the right medial thigh on (B)(6) 2017 using coolcurve applicator, and right medial thigh on (B)(6) 2017 using cooladvantage coolcurve+ who developed paradoxical hyperplasia (pah/ph) three months after treatment. Pah was diagnosed in medial thigh on (B)(6) 2017 and tissue presented as visibly enlarged tissue volume over treated area.